Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit' screen is flickering. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) had a issue of flickering screen. There was no patient involvement and no harm reported. A getinge field service engineer (fse) tested and observed flickering screen, isolated to display to video board, replaced and corrected screen flickering. Unit passed all functional and safety tests per factory specifications, returned to customer. The defective components were received for further investigation. The failure analysis and testing department received the following part associated with this complaint:, display to video receiver bd. This part was received with a reported unit failure message of screen flickering. Performed visual inspection of this part received and part looks to be in good condition. Installed the cable into the cs300 test fixture and tested to the factory specifications per pn: 0070-00-0689 revision w cs300 service manual. The failure analysis and testing department could not verify the failure message of screen flickering. Cable, video receiver to lcd passed testing. Retaining cable in the fat dept, as per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit' screen is flickering. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a